Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 92 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in reservoir and noticed tiny air bubbles. The customer stated that glassiness of the insulin will create air bubbles and it was larger. The device will not be returned for analysis.